Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No power loss alarm noted during testing. No unexpected power loss alarm noted in the formatted history file. No power error alarm noted in the formatted history file. The power management graph was in specification, however the power management graph indicated abnormal behavior of the lithium backup battery's unloaded vlith voltage and loaded vlith voltage, problem isolated. Unit had scratched case, pillowing keypad overlay, stained keypad overlay and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received insulin pump had power loss. Customer's blood glucose value was 178 mg/dl at the time of the incident. Customer will return device for analysis.